Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an emergency tube change occurred because the water cuff would fully inflate, but once placed on the child, it would gradually leak around the cuff part. There was patient involvement and no patient harm.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. A leak was observed at the base of the cuff. This was caused from a tear. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.